Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 was not detected on the bus. The drawer was noted to be off the bus, and no illumination was observed on the circuit board at the rear of the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not detected on bus and not lighting up at the circuit board at the back. A field service engineer identified a defective pyxis bus module control board and replaced it, performed testing and inspection, which passed successfully. The system functioned as intended after the field service engineer repaired the device.